Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. Device evaluation of surgical video: lens figure was normal during the injection including figure of leading haptic. Also, trailing haptic figure was normal when the lens was getting out from the nozzle. Position of the tip of rod was a little left from the center of the nozzle, however the lens injection, including the lens movement was still normal. (B)(4).

Event description:
The reporter indicated that a, ks-ain aq310ain 15.5 diopter, intraocular lens was successfully implanted into patients eye on (B)(6) 2019. Surgeon thought the movement of the lens through injections was abnormal. The surgeion states the rod "ran a little left. Lens remains implanted. Patient experienced no issue.